Event description:
Patient was implanted with an implantable pulse generator in 1998. Patient reported the pt's unit was "at full power causing the pt to fal on the floor, airport and store security causes jolting". The patient confirmed that the system is at o/off. Unable to attain further information despite numerous attempts to contact hcp.